Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, a patient with a 23mm sapien 3 ultra valve implanted for 1 month and 13 days had severe paravalvular leak (pvl). The patient's valve was post dilated with a 23mm true balloon, which eliminated the pvl but caused aortic insufficiency. Another 23mm sapien 3 ultra valve was implanted with +2ccs, which resolved the aortic insufficiency.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The complaint for valve central regurgitation was unable to be confirmed due to no imagery, medical report, or device provided. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), transvalvular leak is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the implanted valve (sapien 3 ultra) was likely under expanded during the initial deployment; therefore, a post-dilation was performed to expand the implanted valve after one month and 13 days. The resolution of paravalvular leak (pvl) during the post-dilation serves as evidence for the initial under-expansion of the valve. However, the post-dilation could also introduce the risk of over expand valve resulting in central regurgitation. As such, available information suggests that procedural factors (under expanded valve, over expanded thv during post-dilation) may have contributed to the reported central regurgitation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A definitive root cause could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.